Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge to address the issue. Customer¿s blood glucose level was 375 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.